Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 317 mg/dl. Reportedly, the cause of the high bg level was due to eating ice cream prior to the call and was not due to the pump or supplies. The customer delivered a bolus via the pump to stabilize bg level. Additionally, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's bg level was not impacted due to the wake button issue. Reportedly, customer will continue to use the pump for insulin therapy.